Event description:
The physician attempted to deploy a 2.5mm diameter x 8 mm length resolute integrity rx drug eluting stent. To treat a target lesion that was calcified with 50-70% stenosis and was located in the ostial segment of the circumflex. The device was removed from its packaging with no issues noted or during device preparation. It was reported that resistance was encountered when advancing the device to the target lesion. There was a previously deployed stent at the target lesion. Following failure to deliver the stent to the target site, an attempt was made to remove the device. Resistance was noted when attempting to withdraw the stent. The stent was pulled back un-deployed; however it became hung up on the previously deployed stent at the left main bifurcation. No attempt was made to remove the dislodged stent. The dislodged stent is now located in the proximal circumflex. A 3.0 mm non-compliant balloon was introduced down the circumflex. This was used to post -dilate the entire stented region. As the dislodged stent was retained along the wire this stent was then deployed. No other clinical sequelae were reported for this event. Device evaluation: the stent was not returned with the delivery system. The balloon was un-inflated. Crimp impressions were visible along the balloon. Visible stretching was evident on the transition shaft. The transition shaft measured 14cm; spec = 11.2-11.6cm. The hypotube was severely kinked. Procedural images: the procedural images confirm a proximal lesion with calcification at the ostium of the lcx. Another lesion is evident in the mid lcx. The lesion is pre-dilated numerous times and additional support wires are used however it was not possible to confirm if there are any images of the dislodged resolute integrity stent

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with stenosis). Deformation problem; related to another device (previously deployed stent most likely contributed to the stent dislodgement). Evaluation conclusions: inherent risk of procedure (stent dislodgement). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with stenosis). Operational context (previously deployed stent most likely contributed to the stent dislodgement). (B)(4).